Event description:
The handpiece was returned to the manufacturer for bearing noise during a procedure. A back-up handpiece was used to complete the procedure. Resulting in a 20 minute delay. The procedure was completed successfully with no reported adverse consequences. During the repair, it was reported that the handpiece had fluid under the trigger plate.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. The original complaint could not be confirmed. During investigation, fluid was found under the handpiece trigger plate. Samples were taken of the fluid and were sent out for chemical analysis, which is still pending. Service replaced the trigger housing and performed a clean, lube, and adjust to the device.